Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level, as the caller declined to provide specific values. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin administration. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.